Event description:
Cpi rec'd info that lead was repaired due to oversensing and inappropriate therapy. Both rate/sense leads had insulated defects at connector ends. Both leads repaired with kit model 6946 and retested ok. Leads remains active and inservice in the pt.